Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were unable to be reproduced during evaluation. The reported air in line alarms were verified through a review of the event history log and ultrasonic fluid readings out of specification during functional testing. Visual inspection determined the reported symptom to be caused cracked ultrasonic flex tail pins. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.